Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a review of quality records for the architect i2000sr, a review of analyzer service, and a review of product labeling. Service reviewed the history log and determined that there no reoccurrence of the error code 3100 on stat pipettor. No additional troubleshooting or part replacement was performed. The architect analyzer was considered the likely cause for the issue. A review of the analyzer service identified no contributing factors to the current complaint. There have been no further documented occurrences of discrepant results. A review of quality records for the architect i2000sr system did not identify any trend associated with architect i2000sr. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All avialable patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated troponin result when processing on the architect i2000sr. The customer stated the instrumented generated a critical result on sid (B)(6) and retest generated erratic results. The initial result was 0.331 and retest was 0.053 and 0.253. The customer uses a normal range of 0-0.03 ng/ml. The second instrument generated a result of 0.0112 and error code 3100. All results were from the same sample. Another sample was drawn and the results were 0.017 and 0.016. This sample was retested in a different tube and the result was 0.019 ng/ml. The patient medical history includes copd, kidney stones, and diabetes and was treated with aspirin, insulin and IV drop, prior to the sample draw. No impact to patient management was reported.